Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up noise was noted on the right atrial (ra) lead in anti-tachycardia episodes. The noise was reproduced manipulating the pocket. Undersensing of the p wave was also noted and x-ray imaging noted possible damage/fracture of the ra lead near the clavicle. The pace impedance measurements were low and out of range. The device was reprogrammed and the ra lead was deactivated. No adverse patient effects were reported.